Manufacturer narrative:
Evoke 12c percutaneous lead kit - 60cm was returned for analysis. The lead failed resistance testing due to multiple disconnected electrodes. Kinks immediately distal and proximal of the anchor fixation site were identified. Examination of the distal kink under magnification confirmed broken conductor wires at that location. As conductor wire breakages were confirmed at the location of a kink distal of the anchor, it appears that the cause of the disconnected electrodes is related to the implanting technique. The anchor was not tested as there was no allegation of a deficiency with the device. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with evoke spinal cord stimulator (scs) reported that the stimulation had stopped. Impedance check showed multiple disconnected electrodes on evoke 12c percutaneous lead kit - 60cm. On (B)(6) 2023, a revision surgery was performed to replace evoke 12c percutaneous lead kit - 60cm. After surgery, the patient was programmed and therapy was successfully resumed.